Manufacturer narrative:
The patient expired on (B)(6) 2019 however it is unknown if the device was explanted from the patient. Manufacturer's investigation conclusion: a direct correlation between vad-57109 and the patient's outcome could not conclusively be established. Multiple requests for additional information were sent to the customer but no further information has been received at this time. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 3 years, 11 months, 21 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due multi organ failure. It was reported that the outcome was device related. The device did not operate as expected and will not be returned for evaluation.